Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # a9ee72. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the d5st device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device was returned without any damaged. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, the trocar was broken. Another cannula was used. Procedure delayed 5 minutes. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.